Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were on disconnected mode. A technical support specialist reported that the health sight viewer was showing all devices as not communicating. The tss remotely accessed the application server and restarted the becton dickinson data synchronization server service and started the care fusion aria agent and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple station was on disconnected mode. Station unable to communicate and error icon displaying on the top of the multiple devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.